Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: went into patient's room at approx 0100 - pump alarming "air-in-line".

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample of material no. 2432-0007 was received for quality investigation. The customer complaint of air in line / air bubble could not be verified by inspection. Visual inspection was first conducted on the tubing set to locate any cracks or damages in the tubing or tubing components. There were no damages found. The infusion set was then primed with normal saline to locate any air in line issues reported by the customer. There were no air in line issues found in the tubing. The tubing set was additional inspected for any leaks or occlusions in the construction. No leaks or occlusions were identified. In order to determine if there were any hole, tears or cracks in the tubing or components that were not clearly visible, an underwater leakage test was conducted on the infusion set. The set was clamped below the drip chamber and the distal female luer connector was capped. An air pressure of 5 psi was applied to the infusion set through one of its smartsites. The infusion set was then placed underwater in a basin approximately 1 in. Below the top of the water surface for 10 minutes. There was no indication of air leaking from the infusion set during the duration of the test. A device history record review for model 2432-0007 lot number 22015339 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined because the reported failure could not be replicated.

Manufacturer narrative:
The following fields were corrected: d.4. Medical device lot #: 22015339, d.4. Medical device expiration date: 10-jan-2025, h.4. Device manufacture date: 05-jan-2022.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: went into patient's room at approx 0100 - pump alarming "air-in-line".